Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The probable cause of the blocked distal extension line could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in anesthesia, the md was unable to aspirate the blood though the distal lumen. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.